Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the pt monitor and the central monitor did not alarm when the pt had arrhythmias. The pt later died during a planned surgery, but it was confirmed that the death during the surgery was not associated with the incident. (B)(4).